Manufacturer narrative:
Submit date: 07/14/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states there was burning in the battery compartment that burnt through the back of the unit. There was no patient harm.

Manufacturer narrative:
A subsequent report was received from this facility regarding the same pump for the same reported issue via medwatch report: (B)(4). It was reported that the feeding pump was smoldering and smoking in the patient's room. The unit was in used on the patient at the time. The electrical plug was checked an found to be working correctly; not contributing to the event. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿there was burning in the battery compartment that burnt through the back of the unit.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.